Manufacturer narrative:
Reliability analysis, inspected 2 opened/used enlite sensors and performed visual inspection and found one of two sensors with broken cannula. Unable to confirm if customer received sensor in said condition due to customer returned opened/used. One remaining sensor performed bicarbonate buffer test; sensor passed per specifications with accurate readings.

Event description:
Customer reported via phone call to have received excessive sensor error message. Customer's blood glucose was 163 mg/dl. During troubleshooting, customer reported that connection bridge was not damaged and test plug procedure passed. Customer reported that sensor was bent. Customer was advised that sensor would be replaced.